Manufacturer narrative:
(B)(4). Per information provided by the distributor carefusion technical support determined that the most probable cause of the reported event was a faulty main printed circuit board assembly. A replacement main printed circuit board assembly was shipped to the distributor. A return goods authorization (rga) number was also issued for the return of the alleged faulty main printed circuit board assembly for evaluation. As of (B)(6) 2015, carefusion has not received the alleged faulty main printed circuit board assembly.

Event description:
The following is an event that occurred in the (B)(6), as reported by the distributor: ¿last (B)(6) 2015, one of the end-users reported a "vent inop" alarm during their preparation before hooking on the patient. My colleague visited the area to check the equipment and reported that the ventilator did not booth-up. As he described, when he turned on the machine, the vela start-up logo displayed, but remains on dark screen after that.. The lights continuous to blink, and an audible alarm is constant. My colleague tried to replace the coin cell on the main board, but still the problem is present.¿